Event description:
It was reported that the patient experienced an urgent low glucose event with a sensor glucose of 54 mg/dl while using the ilet system, without recent food intake or correction insulin, and with physically involved work potentially contributing. Symptoms included hypoglycemia. Outcomes included on-device alerts and self-treatment with approximately 15 grams of fast-acting carbohydrates. Troubleshooting and education were completed, and the patient declined further follow-up. Investigation included a review of the reported event details and user-reported actions. Investigation of this case revealed no reported device malfunction or component issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.